Event description:
A customer contacted beckman coulter, inc. (Bec) questioning elevated human thyroid-stimulating hormone (htsh) results above the normal reference range for one (1) patient. The results were generated by a unicel dxi 600 access immunoassay system, used in conjunction with access hypersensitive htsh reagent (lot 170013). The sample was drawn from the patient's IV line. Another sample was drawn from the patient by a phlebotomist. Testing of this sample on the same instrument produced lower htsh results within the normal reference range of the assay. The customer did not question these results. It is unknown if there were any changes to patient treatment in connection with this event.

Manufacturer narrative:
Patient sample was collected in lihep plasma sample tubes, centrifuged for 10 minutes at 3500 rpm. Qc was performing within the customer's established ranges at the time of the event. System check data was not supplied by the customer. On (B)(6), 2011, a bec field service engineer (fse) was dispatched for the event. The fse completed on site service with no detectable malfunction related to the vent. The fse reported all diagnostic testing performed passed within instrument specifications. A clear root cause could not be determined for this event. Related MDR: 2122870-2011-02956.